Event description:
No additional information.

Manufacturer narrative:
A 2000e china product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample was from lot 24015646. The feedback provided by the customer states that, "found that the needleless injection needle was blocked." Further information from the customer has stated that the complete occlusion was noticed during the pre-filling stage and the medication used was cefuroxime which was not refrigerated. Lingyang syringe was the connecting product used and no visible damages were observed. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24015646 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
It was reported that the bd ¿ ¿: type official product name/brand name and a short description of what occurred according to the customer. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, when the nurse inserted a superficial venous indwelling needle into the patient, she used a needleless sealed infusion connector to vent air and found that the needleless sealed infusion needle was blocked. She checked with a syringe filled with saline and found that the liquid could not be pushed in. After checking, she found that it was blocked. After replacing another needleless sealed infusion connector, the infusion was unobstructed. Additional information received by the customer: please confirm when was the issue identified? During priming or infusion? Pre-filling stage. Please confirm what medication was being administered during the event? Cefuroxime. Please confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? None. Please confirm the make and model of the connecting products? Lingyang. Please confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? None. Please confirm if the connecting product has a luer slip or luer lock connection? None. Please confirm whether the flow was completely or partially blocked? Complete.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.